Manufacturer narrative:
(B)(4).

Event description:
It was reported that session ended, I have a new transmitter occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage was performed and failed. A review of the share logs was performed and transmitter failed error within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter low battery. The reported event of a session ended I have a new transmitter is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that session ended, I have a new transmitter occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage was performed and failed. A review of the share logs was performed and transmitter failed error within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter low battery. The reported event of a session ended I have a new transmitter is reportable based on the finding of a transmitter failed error . No injury or medical intervention was reported.